Event description:
It has been reported to philips that the system did not power on successfully. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the system was not power on. Fse checked the power supply at the m-cabinet and found there was no 24v power supply, fse also found a blown fuse in m-cabinet. Fse checked all the input and output power supply of the equipment and confirmed the fault in pdu fan tray and dcps. Fse replaced the pdu fan tray, dcps and fuse. The system was returned to use in good working order. The codes were updated based on the investigation outcome.